Manufacturer narrative:
Submit date: 07/06/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states they found that when you activate the safety by pushing the safety up and turning, if you continue to turn the safety the safety becomes deactivated and will slide back down. There is an audible click but the safety shield can keep twisting and unlock.

Manufacturer narrative:
Submit date: 9/26/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Details of sample analysis since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a defect could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Possible root causes associated with a safety shield defect might include damage to the shield or collar locking and stop features, malformation of the collar or shield or excessive torque to force the shield out of the locked position. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield defects by the syringe assembly process: medtronic maintains material verification processes. (B)(4) must pass a certification review and incoming inspection prior to release for production by the manufacturing department. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Inspection of molded components is conducted on a periodic basis to ensure molded components meet the requirements defined in the quality inspection standard. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machines. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The assembly machine the product is manufactured on is equipped with a vision system which inspects for missing, inverted, and bent cannula to ensure the cannula are within specified limits. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly. During the assembly of this product, inspectors routinely test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, shield detach and shield compression force. The test results are reviewed for each shop order prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if you do not pull the shield all the way up and twist it. Based on the existing controls and the device history record indicating the sampling and product specification requirements were met; additional correction and / or containment activities of product are not required at this time based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.